Event description:
The customer reported the device vent inop at power up. The vent inop indicator signals the operator that the ventilator is not capable of supporting ventilation and requires service. No patient involvement reported.